Event description:
Physician has rx dexcom 6 cgm device. Repeatedly comes off. Today did full skin prep, probe and transmitter lost before warm up was even completed. Device lacks skin contact. Creates multiple problems between patient and treating physician, presume "non-compliant". Product is oversold, need significantly better skin adhesion. "Unknown sister could be (B)(4) no marking of UDI".